Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage test failed. Share log review showed and no errors were found. Performed bin file review and no issues were found. The customer complaint cannot be confirmed with transmitter's hardware test results the reported event of a failed transmitter error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2017 that the smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.